Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repair and replacement of the safety disk, the safety disk had an out of box failure. It is unknown if patient was involved.

Manufacturer narrative:
Updated fields: b4,b5,e1(site country),g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h10,h11. Corrected field: d5, e2, e3, g2, h6(health effect ¿ clinical code, health effect ¿ impact codes ) additional information: e1(event site postal code- g81 4dy) it was reported post use that the cardiosave intra-aortic balloon pump (iabp) had a safety disk fail out of box. There was no patient involvement thus no adverse event reported. That is to say during a service they replaced the safety disk and it failed for leaks. Safety disk was an out of box failure. Repair was simply to install another safety disk. No service report created as no engineer visited. The customer looks after their own devices.

Event description:
It was reported that during repair and replacement of the safety disk, the safety disk had an out of box failure. There was no patient involvement.